Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit would not charge and displayed a "fault 72" message. The complainant indicated that there was no pt involvement in the reported malfunction.